Manufacturer narrative:
(B) (4). Eval of the returned product shows the sensor has a continuous alarm tone when its plugged into the alarm and when pressure is applied to the sensor. When the sensor unit was opened up, it was found that the sensor film is damaged. (B) (4).

Event description:
Customer claims that the sensor did not work when attached to an alarm, there is no alarm tone. The sensor was tested with a working alarm. There was no pt injury reported.